Event description:
In 2008, the lay user's /patient's son contacted lifescan (lfs) alleging that the one touch ultra2 meter had an "inaccuracy issue". The medical affairs specialist (mas) was able to correspond with the patient's son by telephone on august 4, 2008 and classified the complaint based on the following information obtained from the customer. The patient tests her blood glucose 4 times a day, morning, noon, late afternoon (before dinner at 4pm), and night (before bed). The patient manages her diabetes via insulin novolog during day at meals on a sliding scale and levemir at night on a sliding scale based on the meter readings. The patient's son stated that on two days prior to original date at 10pm, the patient reportedly obtained a blood glucose reading of "389mg/dl" on the subject meter. It is not known whether the patient had any symptoms during that time. The patient's son reportedly gave her "18 units of levemir" based on the blood glucose result. The reporter stated that "if the blood glucose results were 160 mg/dl and above, additional units of levemir insulin was given to the patient." In the same way "if the blood glucose results were 140 mg/dl and above, the patient was given additional units of novolog." On the next day at 4am her husband thought that the patient was dreaming when she was reportedly found to be unresponsive. The patient's husband then called in for the ambulance and the patient reportedly obtained a reading of "36mg/dl" on the emt meter and was reportedly treated with "IV glucose." The patient was then taken to the emergency room, where she was given "IV saline solution" and then released several hours later. On original date, in the morning, the patient reportedly obtained a reading of "125mg/dl" on the subject meter and no insulin was given at that time. On the same day, at 12:30pm before having lunch, the patient reportedly obtained a reading between "290 and 300mg/dl", after which the reporter injected her with "12 units of novolog", based on the test result. Approximately "45 minutes later", the patient reportedly was "sweating profusely and was unresponsive." The patient's husband reportedly called the reporter, who reportedly tested the patient and obtained a test result of "90mg/dl" on the subject meter. The patient's son then called the ambulance, which arrived within 5 minutes. The patient reportedly tested "22mg/dl" on the emt meter. She was reportedly given IV glucose and was then transported to the emergency room at around 2pm. The patient was released from the hospital at 7pm on the same day after her blood glucose was normalized. Based on the statistical methodology, the calculated difference of the reported glucose results of "90 and 22mg/dl", performed within 10 minutes of each other exceeds the expected value of <=20% and /or <=20mg/dl. During the troubleshooting, the cca noted that the patient was obtaining blood samples from her fingers. The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. The meter was set to the correct unit of measurement. The test strips were in good condition, the meter was coded properly before testing and the reported results were verified in the subject meter's memory. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged issue began with the subject meter. In addition, the calculated difference of these glucose results (90 and 22mg/dl) exceeds lifescan's criteria, thereby indicating a potential malfunction.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.